Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm or short battery life. Customer received low battery alert prior to replace battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump due to an alleged battery lasting less than expected, low battery alert and replace battery alert now on event date (B)(6) 2022. The insulin pump passed the displacement test, active current test and self test, however, insulin pump failed sleep current test. Successfully downloaded history files and traces using thus. Test p-cap and reservoir locked properly into reservoir compartment during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range, however, the power management graph indicated an esd latch-up on an ic chip. An unexpected low battery alert was found on event date (B)(6) 2022 11:02:00.000. Device received with a high sleep current, problem isolated to electric board. No unexpected replace battery now alarms/alerts/anomalies noted during testing or present on history/trace files on event date. Device received with unexpected battery power loss and had high sleep current, problem isolated to electric board. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay and damaged display window cover. Battery lasting less than expected was confirmed due to an esd latch-up on an ic. Problem isolated to the electronic stack. Unexpected low battery alarms confirmed in history/trace download. Replace battery alert now not confirmed. High sleep current isolated to electric board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.